Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges patient suffers from pain, discomfort, inflammation, and disarticulation. Update 2/14/16-pfs and medical records received. Pfs now alleges elevated metal ion levels. After review of the medical records for MDR reportability, a doi and dor were provided. The revision operative note indicated pain, instability, and loose cup. The head wasn't revised. Part/lot is being updated. Stem and cup are being added to the complaint. The complaint was updated on:3/3/2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs alleges pain, high levels of cobalt and chromium, difficulty, stiffness of the hip, especially with walking, bending, ascending and descending stairs, and moving. After review of medical records, the patient was revised to address pain, discomfort, instability and aseptic loosening of the right hip. Intraoperative findings include a loose cup, which was then removed without difficulty. The cup was stated to be extremely deficient and had been moving within and had destroyed the bone. There were severe bone deficiencies posteriorly and superiorly.

Event description:
In addition to what was previously alleged, litigation alleges injury,corrosion, friction wear causing large amount of cobalt-chromium metal ions . It was also stated that patient experienced a slipping feeling in the hip joints and a sensation that the pinnacle devices could not support her weight. She has suffered severe pain, limited range of motion, difficulty standing or walking, fatigue, necrosis and metallosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.